Event description:
The customer reported to vyaire medical problem with bellavista 1000 regarding a blank display problem. Also, customer reported that unit is showing alarm 306 (sound system broken). Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, as per logs and video analysis it seems like the microphone is not functioning. Advised customer to look for green tick when they initiate the buzzer and the speaker. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
H11-after further review of this complaint, this complaint was deemed to be not reportable by vyaire medical. There was no patient involvement associated with the reported event. Please disregard and void vyaire reference number:(B)(4) under MFR report # 3004553423-2023-01985.